Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction is normally submitted via a bimonthly report submission that would have been due on 10-feb-2018. Information was subsequently received on (B)(6) 2018 and revealed pediatric involvement. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric malfunction, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced eight to nine episodes of a failure to output noted on a elec trocardiogram recording. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.